Event description:
The customer reported to olympus, the video processor had the poor contact of the scope socket which showed that the device cannot recognize the endoscope and there was no image displayed. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation. During device inspection, it was observed that a b30 error code was displayed due to faulty scope socket. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. The customer complaint (loss of image/scope detection does not work) was not confirmed. However, during the device evaluation the device displayed an error code b30. A definitive root cause was not identified, however based on the results of the investigation, for the poor contact of the scope socket and the device not recognizing the endoscope problem the probable cause could not be identified. However, it's likely the b30 error occurred due to a defect in the scope socket. Olympus will continue to monitor field performance for this device.